Manufacturer narrative:
The device was returned as part of the asset return process, it was found there was foreign material in connecting tube due to insufficient cleaning, additional findings were as follows: forceps channel port had a dent; due to damage on guide pin of electrical connector, water tightness was lost; plate had corrosion due to water leakage; due to wear of angle wire, the play of up/down knob was out of standard value; light guide lens had a crack; connecting tube had a scratch; connecting tube had a stain; adhesive around objective lens had wear; water tightness of forceps elevator was lost; and there was corrosion around forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the connecting tube had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is unable to be identified. The likely cause of the reported event is due to reprocessing could not be conducted properly due to leakage from electrical (el)-connector pin and forceps elevator. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: -IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection -IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.